Event description:
Customer activated a pod in the evening. On monday, he noticed his bg was going up. When it reached "hi", he went to the doctor. His endo wasn't in the office. The doctor wo was at the office at the time, told him he needed to go to the hospital and he called an ambulance. On the way to the hospital, he thought that the problem may have been the pod. He removed the pod and activated a new pod while he was in the ambulance. When he got to the ER, he noticed his bg had started to drop. They kept him in the ER for about 2 hours. When he left the ER his bg was 89. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned by the user for evaluation. A follow-up report will be submitted if the product is received subsequent to this submission. Unable to confirm any malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.